Manufacturer narrative:
The device was returned to the manufacturer (MFR) and has been analyzed as follows: normal usage with no evidence of internal damage was seen on the device center and sideport septa. The 16 1/8" catheter showed no holes, cuts or tears. The device flowed 89% of the original manufactured flow rate specifications as received and flowed with original MFR's flow rate specifications post flushing of the device sideport. Clear fluid with white particles was collected when flushing the device sideport with 5 cc of bacto water. Fourier transform infra red analysis (ftir) of the particles collected while flushing the device generated a spectrum characteristics with biological material. Leak testing of the device confirmed that this device did not leak. Based on the info available and the results of the MFR's analysis of the device, it appears that the initial slow flow rate of the device was caused by the bilogical material that was found when flushing the device sideport; however, the MFR's analysis of the device could not determine how the biological material was introduced to the device sideport/catheter; therefore, no conclusion can be drawn as to the cause of this event. The MFR's investigation of this incident is inconclusive. No further details are available. The customer will be notified of the MFR's findings. The MFR is now closing the file on this event.

Event description:
The device was implanted on 12/1/95. On 6/9/97, the MFR (MFR) received medwatch report #3800040000-1997-0012 from the facility which states the following: the physician stated that this device was implanted in late 1995 and has never functioned properly. No further details were provided at this time.